Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer removed the pump case from the pump and multiple cartridges were pulled out intermittently. There was no reported impact to the customer's blood glucose level. The customer successfully reloaded the cartridge and insulin delivery was resumed.